Manufacturer narrative:
No device-related deaths or serious injuries were informed. The positive readout may have been caused by an ineffective sterilization process. However, since no further investigation was made, there is a possibility of a device malfunction, which may cause the device to fail to perform its essential function and compromise the sterilization process monitoring effectiveness which could contribute to delay patient treatment.

Event description:
Customer at (B)(6) clinic experience a positive bi.